Event description:
A surgeon reported that the probe cutter did not actuate at the beginning of a vitreo retinal eye surgery. The product was replaced and the procedure was completed without consequences to the patient. The product sample was discarded after the procedure was completed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).